Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019, and then experienced revision surgical procedure on (B)(6) 2023 approximately 3 years and 10 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 5615468, 02-010-01-0235 - logic femoral ps cem left sz 3.5; 4800290, 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t; 5614979, 200-07-32 - advanced patella 32mm 3 peg implant. These devices are used for treatment and not diagnosis. Pending investigation.

Manufacturer narrative:
Additional information - g1: reporting contact. H3: the revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided. H6: investigation coding.